Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from (B)(6) that the reverse trigger button on the compact air drive device was not working. During service and repair testing, it was observed that the reverse locking mechanism was blocked, was poorly maintained and the housing was in very bad condition. The device failed the following pre-tests: attachment coupling with attachments, reverse locking mechanism, triggers for fwd / rev mode, untrue running,excessive noise and starting behaviour. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.